Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occured while the pump was sitting in the customer's lap. Customer's blood glucose was 150 mg/dl. Reportedly, the customer was able to reload the existing cartridge, ultimately clear the alarm and resume insulin therapy.